Event description:
Fever (pyrexia), shortness of breath (dyspnoea), pains/aches of the knees (arthralgia), pains/aches of the back (back pain), pains/aches of the elbows (arthralgia), pain/aches in every joint in the body (arthralgia). Case (B)(4) is a serious, spontaneous case received from a consumer in united states. This report concerns a (B)(6) female who experienced a fever, shortness of breath, pains/aches of the knees, pains/aches of the back, pains/aches of the elbows and pain/aches in every joint in the body during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, unknown frequency, as one series, for osteoarthritis from (B)(6) 2018 to (B)(6) 2018. The patient received one series of euflexxa in (B)(6) 2018 to both knees (specific dates of injections not specified). One week after her third injections of euflexxa, the patient started to develop a fever, shortness of breath, pain/aches of the knees, back, elbows, and every joint in the body. As treatment, the patient visited the emergency room (ER) on (B)(6) 2018 where the doctors prescribed an unspecified antibiotic. The fever did not resolve until two and a half weeks after it began. The patient reported her doctor thought the symptoms were due to lyme disease but lyme disease tests were negative. No additional information was reported. The events of fever, shortness of breath, pains/aches of the knees, pains/aches of the back, pains/aches of the elbows and pain/aches in every joint in the body were medically significant. Action taken with euflexxa was not applicable. In (B)(6) 2018, the outcome of fever was recovered, the outcome of shortness of breath was recovered, the outcome of pains/aches of the knees was recovered, the outcome of pains/aches of the back was recovered, the outcome of pains/aches of the elbows was recovered, the outcome of pain/aches in every joint in the body was recovered. Concomitant medication use and medical history were not reported relevant laboratory values included: laboratory test (unspecified test for lyme disease): negative, ni (negative), 2018. All events in the case were reported as serious. At the time of reporting the case outcome was recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = (B)(4). This ae occurred in us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in (B)(6) because it did not occur in a (B)(6) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.